Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. Furthermore, physical damage at the material residue point was not confirmed. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings provided in b5, the evaluation found due to wear of the angle wire; the bending angle in the up direction did not meet the standard value, the light guide lens had a crack, the adhesive around the objective lens had wear, the forceps elevator was corroded, the distal end was shaved, and the switch box has a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus device, the duodenovideoscope, to the olympus service center for routine maintenance. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found in the air/water tube and air/water cylinder. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.